Event description:
In 8/2001, the user facility's l.p.n. Informed the MFR's rep of a medwatch report she was sending to the MFR. In 08/2001, a medwtach report was received and stated the following: this pt with a history of breast cancer recently noted that they had some leakage from the device site. Studies done at the end of the previous month showed no obvious malfunction or leak. Since the pt had just had the device changed 2 months ago, the surgeon decided it was best just to monitor the device. Since then, the pt has experienced more leakage and some edema at the site. Therfore, the pt was taken to surgery for removal of the device and placement of another device catheter. The pt tolerated the procedure well and discharged home the same day.